Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one sample to the plant for evaluation. Upon visual inspection, the collar of the luer lock (luer ring) had stepped back along the tubing. No separation between luer lock and tubing was noticed during a push pull test. The assignable root cause of the reported condition is unknown. Additional information: a batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During product evaluation by baxter, an additional defect was observed on the sample returned by the customer. Upon visual inspection, the collar of the luer lock (luer ring) had stepped back along the tubing. There was no patient involvement, injury or medical intervention in association with this event. No additional information is available at this time.